Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the device diagnostic log history indicated a ventilator restart occurrence. Performance verification testing was completed and all tests passed per operating specifications.